Manufacturer narrative:
The product was not returned to examination. A search of the complaint database did not show any other reports against the product lot code. The investigation could not draw any conclusions about the reported device loosening without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt revised for pain, found patella loose and polyethylene wear of patella.